Manufacturer narrative:
The subject device was not returned to an olympus service center for evaluation. The ess completed the in-service, which covered infection control information referenced in the user manual and the reprocessing manual. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus endoscopy support specialist (ess) reported that during an onsite reprocessing and infection control in-service at the customer¿s facility, as part of new technician training, it was noted that the scope was being improperly reprocessed. During the in-service, the ess found the facility does not have a suction unit in the decontamination room to perform the suction steps during reprocessing. There were no associated patient infections reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. On july 25, 2022, the endoscope support specialist (ess) returned to the customer¿s site and performed a reprocessing in-service with the staff that covered the guidelines on reprocessing the olympus scopes per the on-track form and reprocessing manual. The ess also performed a scope reprocessing and infection control in-service for the staff. Covered infection control information referenced in the user manual and reprocessing manual the staff also performed a return demonstration to show they understood the process. The ess reported that the customer currently uses a non-olympus scope buddy and does not have a suction unit in the decontamination room to perform the suction steps in reprocessing. The customer also understood that the olympus reprocessing manuals are the validated source of instructions. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to user¿s understanding differed from olympus recommendation in device handling and reprocessing steps. However, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: IFU (reprocessing manual) warns against insufficient reprocessing as follows: ¿1.4 precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them.¿ olympus will continue to monitor field performance for this device.